Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no phacoemulsification power during a cataract extraction with intraocular lens implant procedure. A system message was displayed to "switch ports" for the handpiece. The case was completed using an alternate handpiece. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The ultrasound (u/s) controller printed circuit board (pcb) was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. An ultrasound (u/s) controller pcb was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. The sample pcb was installed in a calibrated console and the system was booted-up without nonconformity. A calibrated handpiece was inserted in the top handpiece port and it was primed, tuned, and run at full phaco power for 5 minutes without nonconformity. This step was successfully repeated using the bottom handpiece port. Finally, the ultrasound output test was performed. The u/s pcb was found to meet specifications. The phaco handpiece was examined and the reported handpiece (hp) events were replicated (via event log review). The ¿no phaco and subsequent system message was related to the handpiece and confirmed the handpieces non-conformity. The company representative advised to have the hp replaced. Additional, related information was requested but was not obtained. The root cause of the reported ¿no phacoemulsification and causing a system message (sm)¿ can be attributed to a nonconforming hp. The manufacturer internal reference number is: (B)(4).